Event description:
On (B)(6) 2023, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the procedure the patient experienced respiratory arrest. The anesthetist performed an unknown intervention and the respiratory arrest resolved. The new peg tube was successfully placed. No further information was available.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of procedural complication. Procedural complications are known and labeled events for the placement of a peg tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.